Manufacturer narrative:
Continuation of d10: section d. Information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h3: product analysis found that it could not verify the 'error code message.' A unit was presented with an incorrect sw:(0) version with no hardware version, fully charged batteries with missing tie wraps, a cracked lid, a cracked enclosure with a broken standoff, and a worn fuse decal. H6: fdm fdr d16, fdc c0601, c07, c070603, c10, and img g02008, g0405213, g04070, g04080, and g07001 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon bootup during setup for a case, the console displayed the error message ¿patient interface fault detected.¿ while attempts were made to resolve the issue, the system became unresponsive, and it was replaced in this case. The sales representative later attempted to reboot the system, and once it powered on again, both the system and the pi box initially appeared to function as expected. However, after further troubleshooting and calling in to report the issue, it was determined that the pi box was the cause, with a patient interface fault detected. The sales representative also reported attempting to use the same pi box with another system, where the issue persisted. There was no patient involvement.